Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer stated that he also had ketones. The customer stated that he tried an extra bolus but did not see any active insulin. It was stated that there were issues with the insulin pump not recording boluses and possibly not delivering insulin including basals. Troubleshooting was declined. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.